Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted approximately 36 months post-implant due to display of the elective replacement indicator (eri). There were no reported allegations against this device's function or operation.